Event description:
A customer reported that an rh discrepancy occurred for a previously known a negative donor on galileo instrument (B)(4).

Manufacturer narrative:
A review of the image files for initial testing showed that test wells containing the anti-d reagents appeared to be mixed-field reactions. An immucor field service engineer performed the unexpected reactions checklist. All modules were functioning within specifications. The instrument is performing as expected.